Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that needle clipping device safe clip is not clipping. This was discovered during use. The following information was provided by the initial reporter: material no: 328235 batch no: unknown. It was reported that the consumer cannot clip the needle, the opening part of the safe clip does not open it fully to clip the needle (the black part where you press ) she stated she has to physically open that part to open position; otherwise, the hole doesn't get open to clip the needle.

Event description:
It was reported that needle clipping device safe clip is not clipping. This was discovered during use. The following information was provided by the initial reporter: material no: 328235 batch no: unknown. It was reported that the consumer cannot clip the needle, the opening part of the safe clip does not open it fully to clip the needle (the black part where you press ) she stated she has to physically open that part to open position; otherwise, the hole doesn't get open to clip the needle.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device expiration date: n/a d.4. Medical device lot #: 8114008 d.10. Device available for eval? Yes d.10. Returned to manufacturer on: 2020-01-16 h.3. Device returned to manufacturer: yes h.4. Device manufacture date: 2018-06-15

Event description:
It was reported that needle clipping device safe clip is not clipping. This was discovered during use. The following information was provided by the initial reporter: material no: 328235. Batch no: unknown. It was reported that the consumer cannot clip the needle, the opening part of the safe clip does not open it fully to clip the needle (the black part where you press ) she stated she has to physically open that part to open position; otherwise, the hole doesn't get open to clip the needle.

Manufacturer narrative:
H.6. Investigation summary samples were received and an investigation was performed. This is the 2nd related complaint for not clipping and the 1st related complaint for difficult/unable to operate for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.